Event description:
I was reported the patients infection was resolved.

Event description:
Related manufacturer reference number 3006705815-2024-00748. It was reported the patient experienced an infection at the lead site that spread to ipg pocket. After observation an elective explant of the system was performed, the infection is being treated via antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.